Event description:
The customer reports that they heard an arcing noise from the tube, and a circuit breaker had to be reset.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep inspected the candle sticks grease looked good, there were no carbon marks on the sticks. He cleaned and regreased the sticks. The rep replaced the x-ray tube and calibrated the x-ray tube and checked the collimator alignment. The system operates as intended.